Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7072768.

Event description:
It was reported that the patient was complaining of neuralgia around patients rib and breast area. It was also noted that the paddle lead that had slightly off to one side due to patients non-device related condition. The patient underwent an explant procedure.